Event description:
It was reported that during a da vinci-assisted surgical procedure, the tube connection of the universal seal had been damaged. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument was inspected prior to use and if it was damaged prior to inserting the instrument. The observed failure was that the air port that connects to the air tube was damaged. It is unknown if a fragment fell inside the patient's anatomy or if the procedure continued with a backup. There was no patient injury reported and it is unknown if the patient returned to the hospital due to post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. Failure analysis found that the primary failure was identified as a broken seal at the luer fitting. A piece measuring approximately 0.247" x 0.306" was not returned for analysis. This failure is typically attributed to mishandling. The complaint was confirmed by failure analysis.